Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the pump basal rate needs to be adjusted. Customer reported they will be contacting their health care professional regarding the reported issue.